Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a single side laparoscopic inguinal hernia repair in the pre-peritoneal space, the surgeon was using the device as a two-part system, as he was accustomed to using another type of balloon. Upon removal of the dissector balloon and insertion of the laparoscope, it became evident that the dissection was poor. This resulted in extended surgical time. There was no injury to the patient. Additional information has been requested but not yet received.